Manufacturer narrative:
The customer was provided a bench repair for the device to be returned for repair and evaluation. The customer declined device repair, and no additional information could be gathered. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required.

Event description:
Philips received a complaint on the mx40 patient wearable monitor indicating the system displayed a speaker malfunction. The device was not in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.